Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a total pelvic floor repair procedure in 2009. The patient reported that ten days after the surgery, she had a protrusion in the vagina from the rectum. The patient was seen by her surgeon but continued to have discomfort in the vaginal area and also noted protrusion in the vagina from the bladder. The patient continues to experience burning in the area and pain in the buttock and leg and again was seen by the surgeon. Steroid cream prescribed by physician two months later.